Event description:
Philips received a complaint on the dfm100 device indicating that the paddle connector is broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer reported to the rse that the protective cover of the connector, to which the plates and the hands-free cable are attached, had broken. The fse visited the site and replaced the dfm100 therapy port protector assembly and heartstart hands-free cable, after which functional tests were conducted with successful results. The device was return to use, and no further evaluation is warranted at this time.